Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) it was reported that on (B)(6) 2018, during a replacement procedure, impedances were checked and contact 7 was found to be out of range at >40,000 ohms. They pulled the lead out, and cleaned the lead and contact three different times but continued to get the high impedance. The physician decided that since they were continuing to get the same results, they were okay with the high impedances on contact 7 and did not include it in programming. It was confirmed the patient was getting great coverage using the top of the leads. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the reason for the replacement surgery was that the generator reached end of life. There were no issues with the generator. No symptoms or further complications were reported/anticipated.